Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08121. It was reported that thrombosis occurred. The target lesion was located in the coronary artery. Two 3.50 x 12 mm promus premier¿ drug eluting stent were selected to treat the lesion, however acute thrombus was noted. Procedure was completed with an intra-aortic balloon pump. No additional patient complications were reported.